Manufacturer narrative:
An event regarding loosening involving an omnifit shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: not performed as the device lot number is unknown. Complaint history review: not performed as the device lot number is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot details, device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that patient's hip was revised due to acetabular trauma (rep reported the presence of plates and screws which had already been implanted, manufacturer unknown). Patient was revised to a competitor shell and liner with a stryker morse taper metal head (the stryker stem was not revised). Update 26 june 2018: event clarification, the cup was vertical and loose so dr (B)(6) had to revise it.